Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Concomitant medical device = pipeline flex with shield, model # = ped2-475-30. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of a giant aneurysm located in the posterior communicating artery, the device did not open distally following deployment. It was reported that balloon angioplasty was performed and a neck bridging device was used in an attempt to open the device, however the device did not open. Due to concerns of patency through the distal end, retrieval of the device was attempted using multiple retrieval devices. The pipeline remains in the patient with the proximal end in the internal carotid artery and the distal end in the aneurysm. There were no permanent symptoms observed one day following implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.